Event description:
It was reported that at implant, the right ventricular lead dissected the superior vena cava during the implant, and the vein was too small to pass the lead. The right ventricular lead was not used and the chronic right ventricular lead remains in use. It was also reported that at implant, three different left ventricular leads were attempted, but all caused diaphragmatic stimulation. The three left ventricular leads were not used, and a different lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. Further testing revealed blood/body fluid on the outer tubing overlay and blood in/on the helix/lobe mechanism. Blood in the lobes was observed. (B)(4) the full lead was returned, analyzed and no anomalies were found. (B)(4) the full lead was returned, analyzed and no anomalies were found. Further testing revealed that the lead was stretched, and the lead appeared damaged at implant.